Event description:
Additional information reported the lead revision was a lead explant. It was stated the lead was believed to have been discarded following the procedure. No additional information was reported at the time of follow-up.

Event description:
It was reported that the patient underwent a lead revision. The reason was not reported. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).